Manufacturer narrative:
Visual analysis: leak was observed at the spinning spiros functional analysis: cl3011 was pressure leak tested. There was leakage from the spinning spiros at the location of the o-ring. There was mechanical poppet damage at the large opening where the o-ring seals. The damage was cold formed in the shape of flat bottom v. Two damage sections were around the perimeter of the large poppet opening. The o-ring had two small notches around the perimeter that are also 180 degrees apart. Summary: the cl3011 was found to have poppet damage in the o-ring seal attributed to a cold formed mechanical defect. The reported lot# 3481919 showed units were manufactured and released with no exception documents cited.

Event description:
During chemo infusion, there was a leak between the spiros and luer lock at the end of the cl3011. No adverse patient consequences were reported.